Event description:
Philips received a complaint by the customer on the v60 indicating that the unit alarmed for pressure sensor autozero failure. It was reported there was no patient involvement at the time the issue was discovered. The reported issue was confirmed via discovery of a bent pin where the data acquisition (da) printed circuit board assembly (pcba) are connected. The pin reseated and the pressure sensor autozero failure message was cleared. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.